Event description:
"B subgl, infra. Polyvinyl sponges for augmentation. Removed and were replaced, but r became infected and removed. B removal and b replaced with cronins were performed, underwent scar revision on r. Removed due to puncture. Replaced with small dc extrafills. Due to deformity, replaced w/dc 265cc. After 6 days, had 15cc more injected into r. Due to leaking, replaced w/265:40cc dc. Complaints of firmness, deformity, r greater than l, and pain, r decreased in size. R ruptured breast implant.